Event description:
It is reported that the device was implanted in 2006, and was explanted in 2008, due to the cement not adhering to the tibial component which caused it to become loose in the bone. Patient also experienced pain and swelling.

Manufacturer narrative:
Evaluation summary: no product returned for evaluation. Also, x-rays are not available for review. The item and lot numbers are not known. The cause of the reported problem could not be determined due to insufficient information. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.